Manufacturer narrative:
Received notice from distributor on 9/23/2025. Doctor at clinic reported complaint to distributor on 9/19/2025. Incident occurred on (B)(6) 2025. Full text from distributor is as follows: doctor indicate the liquid was going everywhere. Unfortunately, a patient did get burned by the liquid, minor burn. He stated the bud is not holding the fluid correctly. Wanted to let us know in case there has been other incidents with the same product. Attempts were made on 9/23/2025, 9/24/2025, and 9/25/2025 to contact both the distributor and the customer. The distributor made attempts to contact the customer in order to facilitate the complaint investigation. No additional information about the event was gained, and the product that was used when the event occurred was not returned for further investigation.

Event description:
Unfortunately a patient did get burned by the liquid, minor burn. Doctor stated the bud is not holding the fluid correctly.

Manufacturer narrative:
Initial report incorrectly filed as 5 day report. Should have been filed as a 30 day report. Received notice from distributor on 9/23/2025. Doctor at clinic reported complaint to distributor on 9/19/2025. Incident occurred on (B)(6) 2025. Full text from distributor is as follows: doctor indicate the liquid was going everywhere. Unfortunately, a patient did get burned by the liquid, minor burn. He stated the bud is not holding the fluid correctly. Wanted to let us know in case there has been other incidents with the same product. Attempts were made on 9/23/2025, 9/24/2025, and 9/25/2025 to contact both the distributor and the customer. The distributor made attempts to contact the customer in order to facilitate the complaint investigation. No additional information about the event was gained, and the product that was used when the event occurred was not returned for further investigation.

Event description:
Unfortunately a patient did get burned by the liquid, minor burn. Doctor stated the bud is not holding the fluid correctly.